Manufacturer narrative:
(B)(4). Additional information: the peritonitis occurred coincident with both automated peritoneal dialysis therapy and continuous ambulatory peritoneal dialysis therapy. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, chills, nausea, and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vifazoline (intraperitoneal, 1 g, nightly, duration not reported) for peritonitis. Pd therapy was ongoing. Patient outcome was not reported, though the patient was discharged from the hospital two days prior to receipt of this report. No additional information is available.